Event description:
It was observed that during the device evaluation, that the colonovideoscope had connecting tube and light guide lens has corrosion and cable unit is dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of cable unit is dirty the complaint was not established and for corrosion on connecting tube and light guide lens is the most probable cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.